Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction; the clinician connected the one-way valve and pulled a negative prep on the balloon prior to use. While inserting the iab into the sheath, the iab began to unwrap and as a result, the iab became stuck in the sheath. The md removed the iab and sheath as one unit. The md opened another iab tray and inserted this iab without incident.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.